Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that the ligasure atlas was in use during an ivor lewis osopha and after using the device to seal and transect tissue, the jaws of the ligasure atlas kept sticking to the tissue resulting in the seal continually bleeding. A new instrument was opened and the sticking stopped. There was some tissue damage to the patient which resulted in bleeding from the seal zone. The surgical approach of ivor-lewis oesophagectomy is a two stage surgical procedure - an abdominal operation followed by a right thoracotomy and oesophageal resection.